Event description:
It was reported that when using the pyxis medstation es system, nurse was unable to retrieve the medication. The customer reported that there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to order not being visible on the station. A technical support specialist confirmed that the user was examining the due now tab, which excluded the order from view and resulted in the user's inability to locate it. The system functioned as intended after the technical support specialist troubleshot the device.